Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. Programing changes were made and the patient condition was stable.